Event description:
It was reported that it was difficult to deflate the balloon of the catheter. Reportedly, only 5ml of water came out causing trauma and bleeding to the patient. Five patients were admitted to hospital.

Manufacturer narrative:
The device was not returned for evaluation so the reported event could not be risk of patient or user infection, compromise the structural integrity and/or essential material and design characteristics of the device, which may lead to device failure, and/or lead to injury, illness or death of the patient. Visually inspect the product for any imperfections or surface deterioration prior to use. ¿ use luer tip syringe to inflate with stated ml of sterile water. Or ¿ for pre-filled products, remove clip and squeeze reservoir to inflate with stated ml of sterile water. For urological use only. Do not use if package is damaged. Bard, bardex, bardia, biocath and lubricath are trademarks and/or registered trademarks of c. R. Bard, inc. Single use only. Do not resterilize consult instructions for use. C. R. Bard, inc. Covington, ga 30014 USA 1 800 526 4455 www.bardmedical.com manufacturer: to deflate catheter balloon: gently insert a luer slip tip syringe in the catheter valve. Never use more force than is required to make the syringe ¿stick¿ in the valve. Allow the pressure within the balloon to force the plunger back and fill the syringe with water. If you notice slow or no deflation, re-seat the syringe gently. Use only gentle aspiration to encourage deflation if needed. Vigorous aspiration may collapse the inflation lumen, preventing balloon deflation. If necessary, contact adequately trained professional for assistance, as directed by hospital protocol. Should balloon rupture occur, care should be taken to assure that all balloon fragments have been removed from the patient." H11:section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural deconfirmed. A potential failure mode could be ¿excessive rtv¿ with a potential root cause of ¿incorrect efd parameters¿. The device history record was reviewed and found nothing that could have caused or contributed to the reported event. The instructions for use were found adequate and state the following: ¿warning: do not use ointments or lubricants having a petrolatum base. They will damage silicone. English warning: after use, this product may be a potential biohazard. Handle and dispose of in accordance with accepted medical practice and applicable laws and regulations. Units this is a single use device. Do not resterilize any portion of this device. Reuse and/or repackaging may create atails to bd. H3 other text : the device was not returned.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete, a supplemental report will be filed. The device was not returned.

Event description:
It was reported that it was difficult to deflate the balloon of the catheter. Reportedly, only 5ml of water came out causing trauma and bleeding to the patient. Five patients were admitted to hospital.